Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 07/06/2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/16/2016 with the following findings: a review of the pump¿s black box revealed evidence of a short battery life with a voltage drop. There was moisture corrosion observed in the display screen inside the pump. The battery cap was able to fit and maintain electrical connection. The ez-prime steps were performed correctly. The sleep current draw was above specification. The reported ¿short battery life¿ complaint was duplicated. The pump¿s cover was removed and there was further moisture corrosion found to the display flex, printed circuit board and to rf module. (B)(4).